Event description:
A malfunction alarm with code malf 12 was reported. There was no information regarding the impact on the customer¿s blood glucose level. The customer's pump was successfully reset with assistance from technical support, and they were instructed to continue using the pump and call back if the malfunction code recurs.